Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Dark grey substance, e.g battery acid, was observed inside the battery compartment. Internally, no signs of foreign substance, burning, melting or charring were observed. The returned batteries were observably damaged.

Event description:
Customer contacted ameda, inc. On (B)(6) 2015 to report an incident while pumping that morning with the purely yours breast pump on battery power. She states hearing a muffled sound within 2 minutes of pumping and a loud hissing noise within 5 minutes of pumping. Sounds were coming from the battery compartment of the pump base. Customer stopped pumping, opened the battery compartment door to find black battery fluid on an exploded battery and inside the compartment itself. She states one drop of black fluid fell out onto a sheet and her hand. Customer washed her hand with cool water. She denies any injury, burn or property damage.